Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The received service report does not include any findings related to the recordings of the system checkout failures found in the received log. The vaporizer was found with an incompatible software which was solved by updating the software. No parts were reported as replaced. Our evaluation of the received logs confirms the failing system checkout sub tests, such as pressure transducer test, safety valve test,vaporizer inlet/outlet valve test and gas analyzer test. We have not received any information stating why the above tests failed and how the issues were solved. The true cause of the system checkout failures has not been determined.

Event description:
During system checkout, the anesthesia system failed the vaporizer inlet/outlet valve test, the pressure transducer test and the safety valve test. There was no patient involvement. Manufacturer's reference number: (B)(4).